Manufacturer narrative:
Aortic dissection occurs as a result of a tear of the inner layer of the aortic wall. It may occur spontaneously or as a complication of cardiac surgery involving a diseased aortic root. It results in blood flow through a false lumen instead of the intended true lumen and may compromise blood flow through the coronary arteries as well as aortic valve function. It is a life threatening condition that requires urgent intervention. As reported, the dissection was found intra-operatively and repair of the aortic dissection was performed. In this case, the root cause cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors caused or contributed to the event. It was reported that the patient had a severely calcified aortic root, which was de-calcified prior to valve implant. There was no allegation of device malfunction. The subject device is not available for evaluation per the customer. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported through edwards implant patient registry that this 23mm 3300tfx aortic pericardial valve was explanted at implant due aortic root disruption. As reported, the patient sustained posterior aortic root disruption after implantation of the 23mm valve coming off bypass. The patient had a severely calcified root, which was de-calcified prior to implant. The heart was re-arrested, the valve was removed, the root was repaired and a smaller valve (21mm) was implanted in replacement. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4. The device history record (DHR) review was completed. And this device passed all manufacturing and sterilization inspections, prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: corrected section: h6 (method codes).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10: additional manufacturer narrative: updated section b5. H11: corrected data: corrected section h10 (additional manufacturer narrative). Aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Aortic tears are life threatening conditions that require urgent intervention. In this case, the root cause cannot be conclusively determined with the available information. It was reported that the patient had a severely calcified aortic root, which was de-calcified prior to valve implant. The explanted 23mm valve was replaced with a smaller size valve (21mm). There was no allegation that the valve contributed to the injury by the surgeon. The subject device is not available for evaluation per the customer. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Additional information received indicated there was no allegation that the edwards device contributed to the root disruption by the surgeon.